Event description:
The customer reported their driver was cutting intermittently during a breast biopsy procedure. The procedure was completed with enough specimens obtained for pathology. The driver was returned for servicing and repair.